Event description:
A customer contacted beckman coulter (bec) reporting that the coulter hmx autoloader analyzer instrument's isolator chamber (part number: (B)(4)) leaked a few ml's and the instrument gave reagent temperature out of range errors. The fluid was contained within the analyzer. The user was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous results generated or change to patient treatment attributed to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and replaced the isolator chamber (part number: (B)(4)). The fse also replaced the peltier module (part pn: (B)(4)) was also replaced to resolve the unrelated reagent temperature out of range errors. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).